Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first and second firing of the sleeve in a laparoscopic sleeve gastrectomy, the surgeon started with the purple reload which partially fired then stopped. Resulting in a distally incomplete staple line. A black reload was used but the same malfunctioned occurred. It was also noted that there was an excessive force reading and to resolve the issue, a black reload was used. There was no patient injury.